Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited noisy image and foreign objects in air/water cylinder, air/water tube, auxiliary water channel (j-tube). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: noisy image occurred due to damaged charged coupled device (ccd) unit. The most probable cause for the noisy image is traced to component failure. The most probable cause for the foreign objects in air/water cylinder, air/water tube and auxiliary water channel (j-tube) could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.